Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device data was reviewed on the remote transmission. It was found the lead impedance measurements were fluctuating and high at times. The lead remains in use. Patient will be seen in the physician's office for further evaluation. No patient complications have been reported as a result of this event.